Manufacturer narrative:
(B)(4). Date sent: 04/06/2023. D4: batch # 988a56. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 988a56, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy the staples not formed into b-shaped staples, they appear more u shaped. Surgeon was not happy with the doughnut formation both proximal and distal doughnut unsatisfactory and then he noticed unformed staples loose around anvil head on inspection. The procedure was delayed by 30 minutes. New device was opened and the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: "surgeon unhappy with compression achieved on one side of the hemorrhoid's, incompletely formed u shaped staples on this side. In his words half of the circle of staples incompletely formed. Actually took another 30 minutes to complete the procedure not 5 minutes as relayed by scrub nurse. Successfully completed the case with no adverse outcome to patient using another pph03 proximate procedure set of the shelf." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.